Manufacturer narrative:
(B)(4). The patient touched the top of the patient line with the outside of a cap which is a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during the start of peritoneal dialysis therapy. The patient explained that they accidentally touched the top of the patient line with the outside of the cap and connected to the patient line afterwards. The patient wanted to disconnect and start over with new supplies. The technical service representative assisted the patient and reviewed proper procedures. There was no patient injury or medical intervention associated with this event. No additional information is available.